Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint with associated MFR# 3008264254-2016-00072. After multiple attempts to obtain additional information/product return, no additional information/product could be obtained, but if additional information or product is received at a later date, it will be processed at that time. Additional procode: krd. (B)(4). Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, the physician pulled the galaxy complex fill coil (640cf0615/17112402) and the unidentified microcatheter at the same time. After inspection the coil was found to be stretched. The patient information and procedure details are unknown. It was initially reported that the product is available for analysis.